Event description:
It was reported that the balloon on foley catheter when inserted leaking was checked in place then fell out a minute later after 10 cc of normal saline was inserted into the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Wash hands and don clean gloves 2.using proper aseptic technique open outer csr wrap 3.place underpad beneath patient, plastic/¿shiny¿ side down 4.use the provided cleansing wipe to cleanse patient¿s peri-urethral area 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 6. Don sterile gloves 7.position fenestrated drape on patient 8.remove top tray and place next to bottom tray (keep on csr wrap) 9.attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon 10.remove foley catheter from wrap and lubricate catheter 11.prepare patient with packet of presaturated antiseptic swab sticks note: use each swab stick for one swipe only 12.proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. Note: using less than the recommended volume of sterile water can result in asymmetrically inflated balloon 14.once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck note: use of less than 10cc can result in asymmetrically inflated balloon 15.secure the foley catheter to the patient use the statlock ® foley stabilization device if provided (see statlock ® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device. 16. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 17. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 18. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 19.document procedure according to hospital protocol UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on foley catheter when inserted leaking was checked in place then fell out a minute later after 10 cc of normal saline was inserted into the balloon.